Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the healthcare provider suspected the cause to be due to the basal rate settings needing adjustment; however, was unsure of the exact cause. Juice and crackers were provided by the school nurse and consumed by the customer to treat the low bg level. Reportedly, bg level increased to 130 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the user entered several blood glucose (bg) values ranging from 25 mg/dl to 172 mg/dl on the morning and early afternoon of (B)(6)2018. There were no erratic basal rate adjustments. The last bolus request prior to the recorded low bg values was terminated by an occlusion alarm. Only 0.16 units of the requested 1.0 units was successfully delivered and the user never finished the bolus. Bg of 47 mg/dl was entered the pump by the user on (B)(6)2018. On (B)(6)2018 the user changed the basal rate in all segments of the active personal setting profile to 0 units per hour. The user did not receive any insulin via basal on (B)(6)2018. One bolus of 1.85 units for a bg of 123 mg/dl was requested and delivered by the user prior to the recorded low bg. Cartridge change sequence was completed on (B)(6)2018. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. If the user was supplementing basal insulin via manual injection, it is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.